Event description:
A report was received that the newly implanted patient was taken to the emergency room for surgical pain. The patient was given oxycodone for the pain and a muscle relaxer. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.